Event description:
A customer reported an issue where it was not possible to fill the cartridge. There was no information provided about the blood glucose value, and no adverse impact to the customer's blood glucose level was reported. The customer did not return the pump for evaluation, and the complaint was subsequently closed by the distributor.